Event description:
It was reported that the patient's right ventricular lead had intermittent loss of capture and a sudden increase in threshold. The patient lost consciousness due to the loss of capture and fell and suffered a broken nose. The patient was taken by ambulance to the hospital where the lead was replaced. The patient belongs to a system longevity study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.